Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call of issues with the customer's insulin pump. The daughter states the customer had unresponsive buttons. The buttons were hard to press. The customer's blood glucose level at the time of incident was 158mg/dl. The customer's levels had been as high as 406mg/dl. The customer treated the highs with pump. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with no button response due to flattened b, esc, act, down and up button dome switches. Inspected the lcd connector and no unlocked connector was noted. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or no delivery alarm tests due to the button keypad anomaly. The pump passed the stop current test. The pump had minor scratches on the display window.